Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lots 2109051 and 2104117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were reviewed for the reported lots and found machines were operating within required limits. Ten retained samples of lot 2109051 and 2104117 were used for additional evaluation. All product was visually inspected, no damage or other defects were observed in any of the syringe tips. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verifications. Results were reviewed for the reported lot and no issues related to this incident were identified. The retained samples underwent the same evaluations, verifying all product met required specifications. Additionally, twenty retained microlance needle samples belonging to the material 302809 and lot 191020 were obtained from the manufacturing facility for evaluation along with twenty bd syringes of material 303172. The retained needle and syringe samples were assembled by positioning the needle hubs on the syringe tips with a slightly rotational movement. None of the samples displayed any signs of defect; the needle hubs fit perfectly onto the syringe tips with no signs of leakage. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported while using (brand name) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: '' [product] spills between needle and syringe''.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2109051. Medical device expiration date: 31aug2026. Device manufacture date: 06sep2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using (brand name) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: '' [product] spills between needle and syringe.''